Manufacturer narrative:
Results: twenty samples were returned for evaluation and tested. All twenty samples were evaluated for IV needle retraction and lockout with no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5343761. Conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that during use, a bd vacutainer® push button blood collection set did not retract its needle when the safety was activated. The user was pricked as a result. No medical intervention was reported.